Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The investigator performed three separate delivery accuracy tests. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor assembly was replaced as a preventative measure in order to bring the delivery accuracy closer to nominal range. The problem source of the reported product problem was unknown.

Event description:
Information was received indicating that cadd legacy 1 pump failed accuracy by -6.1%. There was no patient involved.